Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection did not find any anomalies. Mechanical inspection found obstructions at the connector pin of the lead. Electrical inspection did not find any shorts between the inner and outer coils. The reported event of the stylet insertion failure was confirmed, with the root cause being dried body fluids in the connector region obstructing the stylet from being inserted into the lead.

Event description:
During implant, there were difficulties inserting the stylet into the lead with alleged malfunction on the lead. The lead was explanted and successfully replaced. The patient was in stable condition.